Event description:
Philips received a complaint on a patient information center ix indicating that they needed a strip from (B)(6) 2025 at 21:28. A philips remote service engineer (rse) provided instructions to locate the strip to a customer biomedical engineer (biomed). Checking the alarm list for an alarm for (B)(6) 2025 at 21:28 found no alarm on the list. The rse had the biomed click on general review and use the timeline at the bottom of the screen to find the correct time; waves showed "ECG leads off". The rse tried to remotely log into the customer system, but was unable to get into the system; therefore, the rse had the biomed log in the system configuration to look at audit logs; they were not able to find any red alarms around (B)(6) 2025 at 21:28. The rse indicated they would have a philips technical consultant (tc) go onsite to help find the strips and pull audit logs. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. The tc was unable to pull the data from that time frame. No further information was obtained or provided. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined. The reported problem was not able to be confirmed, but a malfunction could not be ruled out. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.